Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. The physician planned to continue to monitor. This crt-d and ra lead remain in service. No adverse patient effects were reported.